Manufacturer narrative:
The device will not be returned to MFR for eval. At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. If no further info becomes available and in case no corrective/preventive action is indicated, pajunk considers this file as closed.

Event description:
(B)(4). Event took place in (B)(6). User's narrative: needle was bent upon delivery/when opening the pack.